Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure. During the procedure, cautery and three clips were needed to close mucosa after a large poly removal. One of the clips failed to release from the catheter and was pulled from the mucosa causing additional tissue damage and bleeding. No other information despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Correction: d4: model number, b2: outcomes attrib to adv event. Additional information: b3: date of event and b5: describe event or problem have been updated based on additional information received on march 03, 2026 and march 06, 2026.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, cautery and three clips were needed to close mucosa after a large poly removal. One of the clips failed to release from the catheter and was pulled from the mucosa causing additional tissue damage that was treated with another clip and bleeding that was stopped with cautery. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.